Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) before surgery, it was observed that the blue led on the universal battery charger device was flashing. It was further reported that charging was not possible. There were no delays in the scheduled surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the electronic component (opto-coupler) inside the charger malfunctioned. It was determined that the device was automatically switching into safe mode preventing the charging and refreshing of the battery device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing process error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.